Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results- there are no previous complaints of this code-batch. There are no units in our stock. Review of the batch manufacturing record showed there are no incidences related to this issue, and this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Final conclusion- without samples we are not in position of studying the affected product. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. A CAPA is not required.

Event description:
It was reported that the needle detached easily from the suture. This issue occurred preoperatively and did not affect a patient. It was noted that the needle detached easily during removal from the suture packet or the needle lay loose in the packet. All samples were discarded.